Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identified (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that this system with implantable pacemaker and right ventricular (rv) lead displayed an alert for right ventricular automatic threshold (rvat) detected as greater than programmed amplitude or suspended. At the time of download, the patient typically exhibited 97% ventricular pacing, with atrioventricular (av) conduction shown on the egm. The rv thresholds were generally recorded at or above the programmed amplitude, which is fixed at 1.4v (volts). Technical services (ts) recommended an in-office review of the programmed output. This lead is currently in service, and no adverse effects on the patient have been reported. Subsequently, additional information was receive indicating that the patient is being continued to be monitored. This lead currently in service, and no adverse effects on the patient have been reported.